Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient reported intermittent contact with the internal device with subsequent loss of sound. It is unknown whether there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6), 2011. The implanted device remains.